Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after an interventional procedure using a proglide device. Reportedly, the device was inserted in the patient's groin and the drip of blood coming out from the marker lumen was observed to be slow. The physician positioned the device to attempt to continue the deployment steps and then the blood marking ceased. The physician deployed the foot by lifting the lever on top of the handle, deployed the needles by depressing the plunger, and then pulled the plunger out. Once the plunger was pulled out of the device body and it was observed that the suture was not present. The device was removed from the patient and a second proglide attempted. This time the device was inserted, slow blood drip was seen again coming out from the marker lumen and then blood marking stopped again. The physician decided to abort the deployment of the closure device and used a non-abbott device to achieve hemostasis. The patient did not experience any adverse effect. The physician is trained in the use of the proglide device. A 6fr sheath was used during the attempted vessel closure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method (do not deploy the foot unless a continuous drip of blood is evident from the amrker lumen). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The other proglide, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). A needle to cuff miss/suture not present, can be affected by numerous factors including, but not limited to: manufacturing, user technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. However, no information in regards to the user technique was provided. Patient anatomy may also contribute to a cuff miss, but no information in this regard was reported. Low blood flow (slow dripping of blood from the lumen) can be affected by numerous factors including, but not limited to: manufacturing, patient anatomical condition and user technique. Deploying the device before a continuous flow of blood is evident is inconsistent with the instructions for use (IFU), which states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever (marked number 1) on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. The device was not returned for analysis, which may have assisted in the investigation; therefore, a conclusive cause for the reported slow blood drip of blood coming out from the marker lumen and the cuff miss, cannot be determined. Review of the device history record did not reveal any relevant non-conforming material record associated with this lot. To help ensure this type of experience is not a result of a potential product related deficiency, each device is tested to assure lumen marking and the needle trajectory is checked twice during manufacturing. Additionally, a sampling of each lot is destructively tested to assure product quality. Although a conclusive cause for the reported slow blood drip of blood coming out from the marker lumen and the suture not present cannot be determined, there does not appear to be an indication of a lot-specific product quality deficiency.